Event description:
It was reported that patient experienced ineffective therapy due to migration of the l1 lead. Surgical intervention was undertaken wherein the l1 lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.